Event description:
It was reported to boston scientific that during the two minute mark of preheat, the temperature was 67 degrees celsius and the system gave a fluid loss alarm for a result of 10cc's at 10ml per minute. The patient received a cervical burn that resulted in slight bubbling and flaking. During the patients follow up two weeks after the procedure, the patient was fine.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.